Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Always wait until the "ready" turns on to disconnect the battery from the battery charger. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that when battery on power port #1 was depleted, the primary controller did not recognize any power source connected to power port #2. New battery was changed to power port 1 to keep pump running, but power port #2 still did not recognize any power source connected to it. A controller exchange was performed. In addition two vad stop alarms a minute apart were noted. No consequence to patient. No additional information available.

Manufacturer narrative:
It was reported that the controller was not recognizing a power source on power port two of the controller. Controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed that the last data point recorded was on (B)(6) 2016 at 10:15:13. The power sources attached were battery (B)(4) on power port one with fifty-two percent (52%) relative state of charge (rsoc) and an ac adapter on power port two; no anomalies with battery (B)(4) or the cac adapter were noted in the logs. Analysis of the controller revealed that the device passed visual examination but failed functional testing due to the controller not recognizing a power source on power port two of the controller. The controller was still able to recognize and accept power from power port one. Supplemental testing was performed and revealed that a transient voltage suppression (tvs) diode on the power-line of power port two was shorted. A tvs diode is designed to protect sensitive components in the circuit from sudden voltage spikes. Its likely power port two experienced a voltage spike, causing the tvs diode to short. The most likely root cause of the reported event can be attributed to a shorted transient voltage suppression diode, likely from a voltage spike. An internal investigation has been opened by the supplier to evaluate shorted tvs diodes on the power-line of the power ports. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.